Event description:
Complaint reported: "the clips shattered during application to the cystic duct during a laparoscopic cholecystectomy." No pt injury or medical intervention reported. No further info obtained.

Manufacturer narrative:
Samples have been rec'd and are under investigation.